Manufacturer narrative:
Concomitant medical products: 383069, lead, implanted: (B)(6) 2007. Ddbb1d1, ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead was noted to have exhibited undersensing on stored electrograms (egm). Furthermore, inappropriate therapy was suspected to have been delivered for atrial fibrillation (af) with rapid ventricular response detected as ventricular tachycardia (vt). The ra lead and ICD remains in use. No further patient complications have been reported as a result of this event.